Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the active frame could not be tracked, although the passive frame tracked as normal. There was an amber light emitting diode (led) on the camera. Troubleshooting was performed. Swapping to connect to a different port did not resolve the issue. The network device interface (ndi) toolbox showed a system control unit (scu) connection failure and no power on v4 in the power supply. It was noted that when the navigation system was turned on, there was an electrical spark observed on the power port of the scu. If the power cable is removed on the scu, the v4 led is on. If the power cable is plugged into the scu, the led is off after sparking. The probable cause was a short circuit on the scu. There was no patient involvement.

Manufacturer narrative:
H3, h6: the manufacturer visited the site to evaluate the device. It was determined that there was a system control unit (scu) connection failure and it was suspected this might be due to a short circuit of the scu. No parts were replaced. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: 9733881. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-feb-24 00873039 (hcp, rep, for): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the active frame could not be tracked, although the passive frame tracked as normal. There was an amber light emitting diode (led) on the camera. Troubleshooting was performed. Swapping to connect to a different port did not resolve the issue. The network device interface (ndi) toolbox showed a system control unit (scu) connection failure and no power on v4 in the power supply. It was noted that when the navigation system was turned on, there was an electrical spark observed on the power port of thescu. If the power cable is removed on the scu, the v4 led is on. If the power cable is plugged into the scu, the led is off after sparking. The probable cause was a short circuit on the scu. There was no patient involvement.